Event description:
The technician alleged the when the cardio pulmonary resuscitation was activated the bed would not go into cardio pulmonary resuscitation. No injury reported.

Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.